Event description:
It was reported that a generalized complaint was made by a physician regarding abbott leads outer insulation becoming slippery in blood, a previous lead fracture incident and suspected material degradation due to heat or storage. The report suggesting a fracture could not be confirmed and may have involved a lead implanted years ago that was removed. Product details could not be confirmed. The physician expressed an unwillingness to use abbott leads.